Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The diaphragm was not working or adjusting auto brightness. The evaluation also found that the power button had poor contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a lamp malfunction during a procedure. It was too bright and whites out when close to the colon or stomach wall. Users are unable to adjust the amount of light as it stays bright all the time. No other devices were involved in the event. The procedure was completed with with the same device and there was no delay in the procedure. Additionally, the customer reported that this occurred during other procedures but details were not provided. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information from the reporter. According to the customer, all procedures were completed without any issues. The customer did not provide further details regarding occurrences. Patient identifier (B)(6) was opened up to address the unknown occurrences reported by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is there was an issues with the lamp/diaphragm. The cause of the lamp failure could not be identified. Olympus will continue to monitor the field performance of this device.